Manufacturer narrative:
B3/d10 date: the event occurred between january 03, 2024 and january 04, 2024. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient use. The event was further described as "infusors did not completely emptied according to the infuser speed". The devices contained unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.